Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly difficult to pass through sheath. It was further reported that the proximal end of the balloon allegedly perforated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 05/2025). The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035av drug coated balloon catheter was received for evaluation. During visual evaluation, no anomalies were noted to the strain relief/y-body. During functional evaluation, the sample guidewire lumen was flushed. The patency of the guidewire lumen was tested and was able to be inserted without issues. Functional testing for the sheath could not be performed due to the condition of the returned device. An in-house presto inflation device was used to inflate the balloon to 7 atm. The balloon was inflated and maintained pressure, then deflated without issue. No other functional testing was performed. Therefore, the investigation is inconclusive for the sheath insertion difficulty as functional testing could not be performed due to the condition of the returned device. However, the investigation is unconfirmed for the reported balloon rupture as the balloon was inflated and deflated with no issues and no evidence of rupture was seen on the balloon. A definitive root cause for the reported sheath insertion difficulty and balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 05/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon was allegedly difficult to pass through the sheath. It was further reported that the proximal end of the balloon allegedly perforated. The procedure was completed using another device. There was no reported patient injury.